Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h11 2 previously reported events are included in this follow-up record. Product return status 2 devices were received.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. - 2 events had the problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 4 events were previously reported during the reporting period; however, 2 previously reported events in this report should have been included under MFR report # 3015967359-2024-02284. 2 previously reported events are included in this follow-up record. Product return status: 2 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly received in such a manner to indicate that its sterility had been compromised. 4 events had no patient involvement: no patient impact.